Event description:
It was reported that after opening the package of the product in april 2020, a nurse found one corner of the insert inside was yellowish and black. Discussion with head nurse determined there may be bacteria and cause infection to patient so the kit was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of discolored instructions is confirmed; however, the exact cause of the issue could not be determined from the photo sample provided. One photo sample of components from a 4.5 fr microintroducer kit were provided for evaluation. The photo shows the microintroducer w/protective sheath, scalpel, and a guidewire hoop. The components are shown to be on top of an instructions literature document. The lower right-hand corner of the paper document has a brownish discoloration. The cause of the discoloration could not be clearly determined from the photo sample provided. The condition of the kit packaging remains unknown. Based on the description of the reported event and photo sample provided, possible contributing factors include environmental storage conditions and damage to packaging outside of bd control. The complaint is confirmed as the discoloration was observed in the photo sample provide but the exact cause remains unknown. A lot history review (lhr) of reds3598 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds3598 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package of the product in (B)(6) 2020, a nurse found one corner of the insert inside was yellowish and black. Discussion with head nurse determined there may be bacteria and cause infection to patient so the kit was not used.